Event description:
Clot found in venous cannulas by surgeon upon removal from the svc [superior vena cava] and ivc [inferior vena cava]. During the case acts [activated clotting times] ranged from 460-630 requiring heparin bolus on bypass. It was noted that periodically during the case the heart would fill up possibly indicating a drainage issue. The circuit did have kvad [kinetic-assisted venous drainage] and towards the end of the case the kvad pressures were trending up to maintain appropriate emptying. Manufacturer response for catheter, cannula and tubing, vascular, cardiopulmonary bypass, dlp® (per site reporter). Will pick up and evaluate.